Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as contamination from the patient¿s decrease in hand dexterity. He was not able to keep a good grip on the tubing and his technique was sloppy. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The patient was treated with intraperitoneal vancomycin (2.5g for 14 days; frequency not reported) and intraperitoneal ceftazadine (once; dose not reported) for peritonitis. The patient was hospitalized for three days. The patient was re-hospitalized for an unrelated condition. While hospitalized the patient was performing pd therapy on his own cycler. On an unknown date his wife was retrained on proper aseptic technique and assisted with pd therapy. Twenty two days after admission to the hospital the patient passed away. It was not reported if the patient recovered from the event of peritonitis. The cause of death was unknown and it was unknown if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.